Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the device no longer performing as expected. The patient was reported to have two cuffs implanted. A revision surgery was performed, upon examination, urethral atrophy was found at one of the cuffs locations. The device was explanted and replaced downsizing one of the two placed cuffs. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. All components of the aus were visually inspected an underwent leak testing. No visual damages nor abnormalities were found in the cuffs, pump or balloon. And all of them also passed leak testing; however, the balloon component did not pass functional testing as it did not perform under product specifications. Based on the information available and analysis results, the balloon not passing functional testing could have caused or contributed to the reported clinical observation of urinary incontinence; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to the device no longer performing as expected. The patient was reported to have two cuffs implanted. A revision surgery was performed, upon examination, urethral atrophy was found at one of the cuffs locations. The device was explanted and replaced downsizing one of the two placed cuffs. No additional patient complications were reported.